Event description:
It was reported to philips that the ac module for the device was defective, it was not charging the battery and the indicator light would not turn on. There was no patient involvement.